Event description:
Caller reported blood glucose results of 168 mg/dl, 281 mg/dl, and 326 mg/dl within 10 minutes on the advantage system. Reported a second, separate comparison of blood glucose results of 254 mg/dl and 138 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
The account alleges that the device has a loss of ground.